Event description:
It was reported that during post-op aftercare the device exhibited low impedance and loss of sensing. The lead was capped. The patient was fine after procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.